Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, the patient¿s cgm was not providing any readings and the bg meter was reading was around "500 mg/dl" mg/dl. The patient alleged she did not receive any alerts or notifications about the cgm not providing her with any readings. The patient was experiencing chest pain, vomiting, heavy breathing, and shortness of breath. Emergency medical services was called. Ems arrived and treated the patient with unspecified anti-emetics and IV fluids. The patient was transferred to the emergency room. At the ER, the patient was admitted to the intensive care unit (ICU) and treated with IV phosphate and magnesium. On (B)(6) 2024, at the time of the report, the patient 's cgm was reading high mg/dl and the bg meter was reading 307 mg/dl. After calibration, the cgm was reading 320 mg/dl and the bg meter was reading 307 mg/dl. The patient was discharged home 2 days later, on (B)(6) 2024. At the time of the report, the patient was in stable condition. Data was provided for investigation. The allegation was confirmed via data as a no alert/notification. The probable cause was that the alert was disabled. No additional patient or event information available.